Manufacturer narrative:
The xt valve was implanted with 1ml less than nominal volume. Despite follow up attempts made, additional information on the procedure, patient¿s anatomy and outcome of the event is not available. Per the instructions for use (IFU), valve malposition and valve migration/embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, due to the limited information provided by the facility, the cause of the too-ventricular position of the xt valve with embolization to the lv cannot be determined. Per report, the 26mm xt valve was implanted with 1 ml less than nominal volume in an annulus with a 24.5mm diameter (calcification degree unknown). It is possible that the xt valve frame was not fully expanded, which could contribute to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the 26mm sapien xt valve landed too ventricular and shortly after deployment migrated into the left ventricle (lv). The xt valve was explanted. A 26 mm sapien xt valve was implanted via transfemoral approach under rapid ventricular pacing. Echo showed a trivial paravalvular leak. Following withdrawal of a guidewire, angiography showed that the xt valve was implanted in a 30:70 aortic/ventricular position at the non-coronary cusp side and immediately after confirming the position, the xt valve migrated into the lv. The physician tried unsuccessfully to cross the xt valve with a guide wire in order to pull the xt valve up with a balloon. A pull-through technique was attempted via the apex. The xt valve was crossed with a wire, but it could not be pulled up with the balloon. The procedure was converted to surgical avr. The mitral regurgitation worsened after the procedure and chordae tendineae injury was suspected, but no intervention was conducted. Since the patient was hemodynamically unstable (systolic blood pressure was around 50 mmhg), he was transferred to the ICU under percutaneous cardiopulmonary support. The patient still stayed in the ICU as of post-operative day 7. Post procedure, the patient became hemodynamically unstable and was suspected to have developed hypoxic ischemic encephalopathy. The exact timing of when the mitral regurgitation worsening / chordae tendineae injury (suspected) might have occurred was unknown, but it was thought to have happened during the attempts to retrieve the xt valve (when crossing the xt valve with the guidewire or when pulling up the xt valve with a balloon). The annulus diameter measured 24.2 mm.